Event description:
Related manufacturer report number: 2017865-2021-20917.

Manufacturer narrative:
Correction: b5 - manufacturer report number of associated product changed from 2017865-2021-20498 to 2017865-2021-20917.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-20498. Related manufacturer report number: 2017865-2021-20499. Related manufacturer report number: 2017865-2021-20501. It was reported that the patient experienced a bacteremia infection and presented in the emergency room. The infection was discovered by blood cultures. Additionally, lead endocarditis with vegetation was noted on an echocardiogram. The system was explanted. The patient was in stable condition.